Manufacturer narrative:
Additional information was received on (B)(6) 2021. An explant is planned for (B)(6) 2021. Additional information was received on (B)(6) 2021. The issue originally thought to be a breast mass, was clarified to be a device rupture. This was confirmed during explant. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 5, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot (5564705) and serial numbers (B)(6) were updated based on the device received. The implant date was also clarified to be (B)(6) 2021. A previous event involving this patient was reported under 1645337-2020-08030. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2021 mentor sent a supplemental report indicating the device was received. The device information was updated based on the device received. On october 28, 2021 mentor received additional information that the device received was in fact the contralateral prothesis (originally thought to be concomitant), and that in fact the patient experienced rupture bilaterally. The device returned was the right sided implant. This report relates to the left implant. This report has been updated back to the original device information reported initially. See 1645337-2021-13052 for contrlateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american/native american female who underwent breast augmentation revision with a 550cc mentor memorygel breast implant experienced a left sided breast mass post procedure. The left breast was described as having a palpable bubble. The bubble has moved towards the left underarm, and was stated to have grown from a size of marble to the size of a large grape. The nature of the mass is not known at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.